Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned and analysis is performed, this report would be updated at that time.

Event description:
It was reported that this right atrial (ra) lead exhibited a high out of range pace impedance measurement and loss of capture. This lead was then explanted and replaced. No additional adverse patient effects were reported.